Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
Revision osteonics constrained liner pt presented with pain and instability of the right hip and the metal ring on the liner appeared broken on xray. The constrained liner was removed and a 32mm osteonics series ii liner (B)(4) lot 36306901 and 32mm c-taper head (B)(4) lot mhj98l was inserted."